Event description:
This spontaneous report of nonserious, unlabeled events of (vision blurred, eyelid ptosis, and eye discharge) has met the criteria of an expedited 10-day report. Info was received from a nurse (injecting practitioner) regarding a female patient who received a total of 2 "small syringes" of restylane injectable gel (injectable dermal filler) into the glabellar area on an unspecified date in 2006. No reported anesthesia was used prior to procedure and no additional procedures were performed. The patient has no known medical history or concomitant medications. According to the injecting nurse, the patient developed the following symptoms a week after restylane injections: blurred vision (vision blurred); drooping of the eyelids (eyelid ptosis) and discharge in the eyes (eye discharge) after 30 minutes of reading time. There were no reports of treatment or medical eval. As of the date of this report, the aforementioned events remained unresolved. The restylane lot number and expiration date were not reported.